Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support planned to replace the pump and completed the necessary forms on behalf of the customer. The customer acknowledged the procedures for storage mode and return of the problematic pump. A replacement pump with updated software was sent, and the customer was informed about available training through their tandem source account. Additional backup therapy involved using multiple daily injections to ensure continued insulin delivery.